Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported a loss of therapy. She had been having more bladder pain, especially in the morning and she cannot get out of the bed until 11 or 12. The patient cannot feel stimulation and therapy was on. Patient and her husband wanted help to change to another program. Her symptoms came back about a month ago (B)(6) 2015). The patient had a colonoscopy on (B)(6) 2015 and a small mass removed from her back on (B)(6) 2015. There were no trauma/falls reported that could be related to this issue. She has had neurostimulator for 12 years and knows they want her to feel it. Since about a month ago, they had tried increasing on the other 3 programs but she did not feel any of them. Patient was currently set on program1 at 4.4. Increasing past that caused an upper limit screen. Other settings reported were 2 at 1.0, 3 at 1.0 and 4 at 1.0. Patient wanted to try program 2 at 3.0 and would increase over the week while tracking her symptoms. Additional information received by the patient reports the circumstances that led to the return of patient symptoms, bladder pain, and lack of stimulation was the patient was told that the system wires were fried. Replacement was noted on (B)(6)2015. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The healthcare provider was asked to clarify what the patient meant by the wires being fried/coming loose. The healthcare provider responded that the wires were twisted approximately 15x-super fiddler's syndrome. It was reported the wire had twisted until it had snipped. The patient had not been in since (B)(6) 2018 at which time they had no complaints about the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0ebwt, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID; 3093-28, lot#: va0ebwt, implanted: (B)(6)2014, explanted: (B)(6) 2015, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Date is approximate with month/year validity if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient who mentioned they had to have the device replaced in (B)(6) 2015 that it was because of the ¿wires¿ coming ¿loose,¿/a wire ¿came loose¿. There were no further complications reported/anticipated.